Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device and the issue could not be resolved.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6), 2014; the patient was reimplanted with a new device during the same surgery. This report is filed april 29, 2014.

Manufacturer narrative:
This report is filed january 26, 2016.

Manufacturer narrative:
(B)(4). Implanted device remains.